Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An event history log (ehl) review was performed. No events will be found due to the reported problem(s) being a failure without logical activities or recorded events (e.g. Alarms, errors, etc.) That would confirm the problem or identify the direct cause of the event. The device was found to deliver within specification during flow testing. The motor and valves were found working as intended. The switches were responding properly.  The reported condition was not verified. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.  Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed false downstream occlusion. Visual inspection found the tubing guide was broken free from the glue. The cause was identified to be a loose tubing guide which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Which was replaced to correct the condition.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during hyperthermic intraperitoneal chemotherapy (hipec) (translated for chimiotherapie intra-péritonéale ¿ chip) surgury in the operation theatre. The patient was under general anesthesia via propofol (tiva) and sufentanil. 100 ml vial was used for propofol. The first vial of propofol was administered to patient via perfusion 74 ml/ hour or 165 mcg/kg/min. Around 11.45 the reporter installed a new vial of propofol using the same setting and the volume to be infused (vtbi) 90 ml. At 12.55 the device alarmed that vtbi was completed, however the anesthetist discovered that there was 20-30 ml propofol still left in the vial. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.